Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker replaced the device's system pcba to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report "when you turn it (the device) on , the display lights up and then just goes away." In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.